Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. Customer indicated that the cartridge and infusion set had been used for 6 days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours.